Event description:
The customer reported that she applied the device in the evening and when she woke up the next morning her blood glucose measured between 300 and 400 mg/dl. When she removed the pod she could see that the cannula had not deployed. She was calling from work and did not have all the details available.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No qualification records were reviewed as no product lot number was reported.